Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-12283. It was reported that when the patient presented in clinic for follow-up, poor sensing and high capture threshold on atrial lead was observed. Patient has been scheduled for lead revision procedure. Patient was stable.

Event description:
Related manufacturer reference number: 2938836-2019-12283. Correction: it was reported that the patient presented for pocket revision for shoulder discomfort on (B)(6) 2019. The patient was stable post procedure.